Event description:
Pneumatic transport ventilator in use, "pt was on 20/5 but de-saturated every time." No injury to pt. User suspected problem with ventilator.

Manufacturer narrative:
Unit had been dropped at user facility (all control knobs were found cracked) and they continued to use it, also despite not being in for factory service since 2005. Unit is 21 years old and not maintained properly. We had to replace a pneumatic regulator, all knobs, front panel, and fix multiple leaks in the pneumatic logic circuit.